Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, and minor scratches on display window noted during testing. The test reservoir does not stay locked in place noted during testing.

Event description:
The customer reported via phone call that the reservoir compartment was chipped and the reservoir was not locking in place. The customer's blood glucose was 197 mg/dl at the time of incident. The customer stated that they fell on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.